Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: unknown, explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly. Final analysis of the catheter revealed acceptable testing on the 3 segments returned.

Event description:
It was reported that the patient had the pump and catheter explanted due to infection on (B)(6) 2012. The medication in the pump was lioresal. No other information was provided. Additional information has been requested, but was not available as of the date of this report.